Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle. Error codes were also present in the event log, indicative of battery failure in a previous use unrelated to the incident. During functional evaluation, a test battery was inserted into the handle and it successfully completed the power up and calibration sequences. The presence of the light sequence to replace handle could not be replicated. The motor connector wires were then probed for continuity of the hall effect motor traces. The same steady value of 20k ohms was present between the yellow and white, white and orange, and yellow and orange wire connections for both the selector and drive motors. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested due to open traces on the bldc (brushless direct current) board. A review of the device history record indicates these device lot numbers were released meeting all quality release specifications at the time of manufacture. The observed eeprom (electrically erasable programmable read only memory) error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. This damage can only be shown through destructive testing. It was determined that not all damaged boards will be able to be detected using the continuity test and some failures may be intermittent. The failure is confirmed by the presence of motor failure eeprom codes. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Event description:
According to the reporter: after cleaning the handle, the function check was practiced between surgeries. When the battery pack was inserted, status indicators illuminated blue and handle indicator was flashing green. A new handle was opened to correct the problem. No contact was made with a patient.